Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device exhibited the screen occasionally turns blank and, the issue occurred during and unspecified procedure. There were no reports of patient harm.